Event description:
It was reported the device was used in an unknown procedure. It was reported that the staples would not release from the device or the patient after it was fired. Another device was opened and the same problem occurred. A third stapler was opened and the case was completed. There was no consequence to the pt.